Event description:
Cnss (B)(6) said that he received a call that the cadd pump alarmed and was not infusing. T was in stop mode and all programming was lost. She was hooked up to the pump and not sure how long she went without medication. She is in no distress and the back up pump was hooked up. Sent new pump for a replacement and foster mom will return the malfunctioning pump. Mom also noted that child has down's syndrome and sometimes presses the buttons and she may have caused this. Reported to (B)(6) by pt/caregiver.